Event description:
Or in 2001, left total knee arthroplasty for pain, swelling, knee locked up, etc, that was not relieved by anti-inflammatory medications and decreased activity. Two months later, it was determined that the depuy vacuum mixing bowl sets that were in inventory were non-sterile items. (Pkg imprint-"sterile unless opened or damaged"). Label on package - "sample (non-sterile)". Per surgeon's h&p, pt had an MRI, which showed avascular necrosis of both knees. Left shows avn in both medical and lateral femoral condyles of the left knee. Right shows avn more predominantly on the radial as opposed to the lateral femoral condyles.